Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they allege insulin pump was possible under delivering. The customer¿s blood glucose level was unknown. Customer stated that they experienced high blood glucose level. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer¿s high blood glucose was treated with insulin pump. Customer assisted for the troubleshooting. The insulin pump will not be returned for analysis.